Event description:
A discordant sodium (na) result was obtained on a dimn exl with lm instrument. The initial result was reported to the physician. The sample was retested and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed a diluent check and ran qc. After analysis of the instrument, instrument data and samples, the fse could not determine the cause of the discordant sodium result. The instrument is performing within specifications. No further evaluation of the device is required.